Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately (B)(6) post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia valve in a pre-existing non-edwards surgical valve, the patient underwent an open surgery. No additional information is available.